Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that her blood glucose was in the 400's mg/dl. Customer woke up and her blood glucose was still high. Customer stated that there were air bubbles in the reservoir. Customer received a low reservoir alert when she got home. Customer changed the reservoir and receive da no delivery alarm. Customer's blood glucose went up to 441 mg/dl. Customer stated that the air bubble was a little bigger than an aspirin. Customer was advised to put on a new set. Customer stated that the insulin was not stored at room temperature, and the reservoir was not kept out of the refrigerator. Customer was advised to change the infusion set. Customer declined troubleshooting for high blood glucose.